Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2017. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: can you please describe what is meant by ¿having a catastrophic effect to the patient?¿ the patient died as a result of the trocar puncturing the imv in the abdomen. What was done to address this issue? I am unsure of what was done to completely address the issue as did not want to ask. Can you also provide the product code of the trocar.

Event description:
In a urology procedure whilst gaining initial access to the abdomen, the surgeon used an open cut-down technique. The surgeon then used a bladeless trocar to enter the abdomen. This hit a major vein having a catastrophic effect to the patient. The customer believes the product was in no way to blame, but has enquired if this is incorrect technique for entering the abdomen.